Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient believed they were having some type of reaction for the past month or so, between (B)(6) and (B)(6). They were experiencing frequency and urgency, could barely get to the bathroom in time. The then said they had also had to push to get the urine out and they experienced burning and needles, and feces also came out. When asked, the patient said they received the implant for frequency and urgency issues. When asked, the patient said they did have some unrelated imaging done and prior to the test the stimulation was turned off. They believed they turned the stimulation back on the following day, this imaging had been conducted about 1.5 months prior. Troubleshooting could not be done on the call due to lack of access to the product. Additional information was received from the patient, they called back with the controller and repeated previous information. The stated that once they got the urge to go to the bathroom they had about 2 minutes before it came out. They attempted to connect with and without the antenna and they were unsuccessful with both. They stated they felt nausea a bit on the call when attempting to communicate. Patient had the nurse help and they still saw the poor communication message. They were sent a new patient programmer to resolve communication issues. Additional information was received. The patient said they got the new patient programmer and antenna the day of the report. They reported they had no sensation of bladder control and they woke up the morning of the report soaked. The patient wanted to connect to the ins with their new patient programmer, the patient programmer showed stimulation was on and set to 8.5, the patient stated they did feel stimulation. It was reviewed to follow-up with their healthcare provider for any health related concerns. No further complications were reported or anticipated.